Event description:
It has been reported to philips that the system gave a memory disk full error and would not perform exposure. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient has been moved to another room for completing the procedure. It was reported that the system gives memory disk full error message and not allowing for exposure. Revie of the logfiles confirmed the faulty ippc. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the problems with the ippc and hdd. Third-party service provider declined the quote. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome. Evaluation method code was corrected.